Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. As reported, an aviator plus pta balloon catheter (.014 5.0x20 142cm) rupture at or below the rated burst pressure. The balloon was prepared, flushed and it was delivered to the lesion, where it ruptured within its nominal pressure. Therefore, it was replaced with a non-cordis balloon catheter. The procedure was completed successfully. There was no reported patient injury. The target lesion was the left renal artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. Initially, an approach was made from the left femoral artery. Then, a guidewire crossed the lesion. The product will not be returned for analysis because the device has been discarded in the hospital by mistake. A device history record (DHR) review of lot 17268848 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, the unknown vessel characteristics may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿the cordis aviator plus pta balloon dilatation catheter is indicated for percutaneous transluminal angioplasty in the peripheral vasculature, including iliac, femoral, ilio-femoral, popliteal, infra popliteal, renal, and carotid arteries, and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This device is also indicated for post-dilatation of balloon-expandable and self-expanding stents in the peripheral vasculature¿do not retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding¿. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. Use the device prior to the ¿use by¿ date specified on the package.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17268848) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an aviator plus pta balloon catheter (.014 5.0x20 142 cm) was prepared, flushed and it was delivered to the lesion. However, it ruptured within its nominal pressure. Therefore, it was replaced with a new non-cordis balloon catheter. The procedure was completed successfully. There was no reported patient injury. The target lesion was the left renal artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. Initially, an approach was made from the left femoral artery. Then, a guidewire crossed the lesion. The product will not be returned for analysis because the device has been discarded in the hospital by mistake.